Event description:
Per the clinic, the patient developed a mrsa wound infection following implantation. The patient underwent a wound washout procedure under general anesthesia on (B)(6) 2025 and was treated with oral antibiotics (date and duration not reported); however, postoperative swelling and drainage persisted. Hence, another round of oral antibiotics were prescribed on (B)(6) 2025 for 10 days. It was noted that the patient also developed skin dehiscence and keloid scar. Subsequently, the patient was hospitalized in order to undergo a local rotational flap reconstruction and scar tissue excision on (B)(6) 2025 under general anesthesia. The patient was also treated with steroid injection during the same procedure. The patient still experienced drainage from the implant site and was treated with another round of oral antibiotics on (B)(6) 2025 for 14 days. Due to ongoing issues at the implanted site, the device was then explanted under general anesthesia on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.